Event description:
It was reported that this patient's right ventricular (rv) lead was fractured. Surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.